Manufacturer narrative:
The customer replaced the arc c8k cuv pr 1 pair and no additional erratic /discrepant results had been generated since the replacement. The arc c8k cuv pr 1 pair was identified as the likely cause for the discrepant results. A review of the architect serial c401708 service history identified no contributing factors to the issue. Labeling was reviewed and contains adequate information regarding precautions and limitations as well as information regarding troubleshooting erratic/discrepant results. A review of tracking and trending data for similar complaints identified no adverse trend for the arc c8k cuv pr 1 pair. Tracking and trending data for the architect c4000 analyzer revealed no systemic issues or adverse trends and the erratic result rate is within acceptable limits with no trends identified. Based on the information within the complaint record no systemic issue or deficiency was identified for the architect c4000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated magnesium results were generated on the architect analyzer. The customer stated the initial result was 7.9 mg/dl , with a retest result that was normal (no specific data was provided). No impact to patient management was reported.